Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing approximately 90ml of fluid in the bladder. A plastic filling syringe (bd plastipak) was also received with the folfusor device. The reported condition of "leaking at the port due to a crack on the fill port" was confirmed. Upon sample receipt, no evidence of back-flow was observed at the fill-port. However, the fillport was noted to be cracked / damaged where a leak could occur at the crack area during the fill process. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor lv 5 device was observed leaking at the location of the fill port cap during filling due to a crack on the port. According to the report, the device was initially filled with vorina followed by 5-fluorouracil (5-fu) without any problem. There is no report of patient injury or medical intervention. No additional information is available.